Event description:
It was reported that after the ion portion of a transbronchial lung biopsy procedure was completed, the patient coded and then experienced a stroke post an endobronchial ultrasound (ebus); therefore, hospitalization was prolonged. The biopsied lobe was 13 mm in size and located in the left upper lobe - 10-15 mm from the pleura. General anesthesia, asa was used and a 21-gauge flexision needle (6 passes) and a bronchoscope (olympus) were utilized during the procedure. There was no concern with the equipment, and the patient was tolerating the procedure, but approximately 10 minutes after the ion portion of the procedure and 2 minutes after the bronchoscope was removed, the patient became suddenly bradycardic and hypotensive. The patient was unresponsive to medication; therefore, advanced cardiovascular life support (acls) was performed and return of spontaneous circulation (rosc) was achieved after two minutes. The physician was unclear as to what caused the cardiac events. Later that evening the patient was found to have experienced a stroke and neurological symptoms. Per the physician, there were no malfunctions of the system or any of the instruments in use during the procedure. The patient was hospitalized for 2 weeks then transitioned to rehab. The diagnosis was adenocarcinoma.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a "patient underwent an ion lung biopsy. The ion biopsy was completed then manual bronchoscopy with ebus was completed. The biopsy confirmed an adenocarcinoma. About 2 minutes after removal of the bronchoscope bradycardia and hypotension developed which were unresponsive to medications prompting initiation of acls. Rosc was achieved after 2 minutes. The triggering event was not clear per the treating physician. Post event work up later that day revealed a stroke. It is unclear if the identified strokes were radiographically acute or reflective of a prior distant event. Two tee echocardiograms were performed and were unremarkable. A 3rd tee with bubble noted late bubble transit consistent with an extra-cardiac shunt. The etiology of the extra-cardiac shunt was not reported. Extra-cardiac shunts have been associated with paradoxical embolic stroke. There was no reported malfunction of the ion system, instruments, or accessories. Given the available data the events were likely procedure related and not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 arrhythmias (0.02%), 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no arrhythmias nor strokes. Another prospective series of 415 ion procedures reported 1 cva (0.2%) and no cardiac events. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.0% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. A recent meta-analysis of navigational bronchoscopy in (B)(4) patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death." Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of (B)(4) bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007.